Event description:
Patient who underwent a diagnostic laparoscopy, laparoscopic r [right] salpingo oophorectomy, drainage of pelvic abscess on [redacted] with use of humi catheter for uterine manipulation. Patient experiencing abd [abdominal] pain and increasing wbc [white blood cells]. CT abd/pelvis with IV contrast done 6 days later on [redacted] showing endometrial catheter in place with small adjacent endometrial gas pockets. Surgeon able to remove piece of plastic catheter from cervix at the bedside.